Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos provided. Reported defect cannot be verified. There were no nonconformities, failures, or deviations documented in the batch record during the manufacturing of advate with baxject iii lot tata011aa which could have contributed to the reported problem. A review of the monthly report (dec 2023) for advate bj3 was also performed relative to the subcategory "withdrawing difficulty". The complaint rate for 2023 is approximately (B)(4)), and 2021 (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
Report received from cognizant on 27dec2023: patient's mom reported patient had trouble withdrawing the medication today for his infusion. Warm transferred rph into the call for further discussion. Consent to contact patient and hcp: no. Patient dob: (B)(6) 1999.